Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd slip tip syringe with the bd precisonglide¿ needle leaked. This event occurred 2 times. The following information was provided by the initial reporter: "leakage."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 03aug2022. D.4: material number: 302153. D.4: unique identifier (UDI) # (B)(4). D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H6: investigation summary a device history record review could not be reviewed for this complaint, as no batch number was provided. The sample returned to our facility has been reviewed. Our engineers were unable to identify any observable leakage through visual analysis or functional testing of the device. Based on the quality team's investigation, the root cause of this failure cannot be determined. H3 other text : see h.10

Event description:
It was reported that the bd slip tip syringe with the bd precisonglide¿ needle leaked. This event occurred 2 times. The following information was provided by the initial reporter: "leakage.".

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd slip tip syringe with the bd precisonglide¿ needle leaked. This event occurred 2 times. The following information was provided by the initial reporter: "leakage."